Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 144, 199 mg/dl. Tests were done within 11-20 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.